Event description:
Client reports that he was going down a temporary portable ramp at his sister's house when his chair tipped forward. He received a broken leg in the incident.

Manufacturer narrative:
Permobil rep (B)(4) has been to the sister's home to see the ramp. The ramp is 8ft long and is going up steps which rise 22inches. The ada specification for this ramp would be 1:12 or 22 feet. The recommendations I see in the industry for an occupied chair on a residential ramp is 2:12 which would be 11 feet and for an unoccupied chair is 3:12 or 8 feet. The angle that the ramp currently is at, is 13 degrees. The permobil manual clearly states that 10 degrees is the maximum safe angle. The chair left permobil in compliance with the dmr the chair "tipped" because of driver error the slope of the ramp is beyond the specification for the chair.